Event description:
It was reported that the pump had a force sensor test failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had impact damage to top case lower corner. Massive fluid intrusion through out plunger assembly, getting on to the interconnect board, and barrel clamp. Error history log review found a force sensor test, plunger sensor error. The root cause of the reported issue was found to be the unit was dropped, and had massive fluid intrusion. Actions were taken to mitigate the reported issue: replace entire plunger assembly including tube, square shaft and cable. Replaced main board.